Manufacturer narrative:
Device analysis: visual analysis of the returned device noted a crack is observed at the 3mm luer lock level.

Event description:
Further follow-up with the healthcare professional confirmed that patient contact did occur.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra plus xc, the "product came through the side of the syringe near the top. There was a crack about 1 cm long on the side of the syringe that starts at the top where the needle is placed." It is not known if patient contact was made. No injury occurred. The needle from the package was used.